Event description:
Pt had allergic reaction (hives) to the essure device, which was initially treated with high doses of steroids for over a 5-6 month timeframe. Ultimately she had removal of the essure device via total laparoscopic hysterectomy, (B)(6). Her hives resolved and she no longer required steroids after surgery.